Manufacturer narrative:
Patient¿s weight was not provided. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 10 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had an elevated lactate dehydrogenase (ldh) greater than 1500u/l, and dark, brown urine. A ramp echocardiogram revealed that increasing the lvad speed could not offload the left ventricle, and the aortic valve opened. While awaiting pump exchange the patient was placed on heparin. It was also reported that the patient had a history of gastrointestinal (gi) bleeding and intermittent usage of anticoagulation that was not previously reported to the manufacturer. The lvad clinician denied providing any extra information on the gi bleeding history. It was reported that on (B)(6) 2017 the patient underwent a pump exchange due to suspected device thrombosis. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump; however, a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 6.75 inches from the pump housing. The distal portion of the driveline was not returned. Analysis of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed a thrombus surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation, as well as the contact marks on the rotor's bearing cup, suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus, hemolysis and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.